Manufacturer narrative:
An outside of the united states (ous) customer reported that multiple samples were tested for one or more of the following assays: creatinine, calcium, inorganic phosphate, gamma glutamyl transferase (ggt) and urea nitrogen using an atellica ch 930 analyzer serial number (B)(6). A third-party service provider was dispatched to the customer site to inspect the analyzer. The third-party service provider completed initial checks on the photometer including the pqcv test and mixer alignments. The third-party service provider found no process errors or autocheck errors. Siemens operations support (sos) reviewed instrument log files from the customer site and found the dilution arm saline pump (sp.r) test in autocheck showed an abnormal pattern and a probe leak test was failing for reagent arm 1 (r1 arm) on the final phase for pump valve integrity. The cause of the reported issue is unknown. An abnormal pressure test result and failed leak test are contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported that multiple samples were tested for one or more of the following assays: creatinine, calcium, inorganic phosphate, gamma glutamyl transferase (ggt) and urea nitrogen using an atellica ch 930 analyzer serial number (B)(6). The initial test results were released to a physician(s). The same samples were repeated on the same or an alternate atellica ch 930 analyzer. The repeat test results were released to a physician(s) as the correct results. Two general practitioner (gp) patients had been referred to hospital based on incorrect results. One patient was started on phosphate tablets. There are no reports of adverse health consequences due to the event. Siemens has not independently verified the customer's statements.